Manufacturer narrative:
(B)(4)

Event description:
It was reported that a diagnostics anomaly was observed within the pulse generator. Shortened longevity estimates were given from the device. An evaluation of the device's parameters produced a correct longevity value, consistent with the last check.